Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's infusion set did not stay in place during the initial training attempt, and that it was loose and leaking. Reporter stated the cannula did not adhere properly to the site. No patient harm was reported.

Manufacturer narrative:
H3 and h6 codes - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.